Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin. Customer's continuous glucose monitor read "high," however, specific blood glucose value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.